Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment a moderately calcified lesion (80 percent stenosis degree) in the lad. After pre-dilatation and implanting the first orsiro stent in the left main artery, the second orsiro stent could not cross the previous implanted stent, dislodged and was finally adapted to the vessel wall in the proximal lad.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon is not well folded anymore, contrast medium was found inside of the balloon. Stent imprints are visible on the balloon surface, indicating that the stent was initially crimped centered on the balloon. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the previously implanted stent.